Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, two episodes of oversensing and some auto mode switching episodes due to noise were observed. Physician decided to follow-up with patient for device check.